Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger (dtc) (serial# (B)(4)) found that the cable assembly had broken connector pins. All (B)(4) apply to the ins. (B)(4) apply to the dtc ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of spinal pain. It was reported that the desktop charger connector pin was bent. The patient was in a lot of pain, and it was a gradual return of their normal pain because they were not able to charge the recharger to charge the implant. No out of box failure was reported. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Fdm (B)(4), fdr (B)(4), and fdc (B)(4) apply to the ins. Fdm (B)(4) fdr (B)(4), and fdc (B)(4) apply to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the replacement desktop charger resolved their pain and inability to charge the implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.